Event description:
A patient reported concerns with their alignment of one front tooth. The customer support team confirmed an intrusion of tooth #9 and recommended a 14-day rest. On (B)(6) 2024 an additional 7 days were recommended. On 8/9 an additional 7 days were recommended. On (B)(6) 2024 the intrusion was determined to be resolved, and the customer support team sent an aligner evaluation for refinements.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.